Event description:
Tif(transoral incisionless fundoplication) with egd procedure done on (B)(6) 2022 for mild esophagitis without hiatal hernia. As soon as I woke up, I had extreme odynophagia. Esophagram after 3 days revealed a contained esophageal abscess. There was a subsequent balloon dilation of the area near les after 5 days of the initial procedure. This was followed by a egd to seal the abscess after 7 days of the initial procedure. I complained of severe pain in the chest which was initially not taken seriously. Later the hospital performed a CT scan with contrast of the abdomen and chest on day 9 to find moderate pleural effusion in the left lung and mild pleural effusion in the right lung with atelectasis, along with some effusion in the pericardial pleura. Ultrasound confirmed the presence of large quantities of fluid in the lungs. Thoracentesis was performed on day 12 but the physicians were only able to obtain a small amount of water (100 ml) as I had a vasovagal reaction and passed out. A chest tube was inserted on day 14 and removed on day 17. I was discharged on day 20. I was also placed on antibiotics (ampicillin) after CT findings. I continued antibiotics for 1 month post treatment via a PICC(peripherally inserted central catheter) line. I continue to showcase kehr's sign on my left shoulder and experience extreme pain (electric shock) while belching/yawning/sneezing. This pain started after the initial tif procedure was completed.